Event description:
It was reported that the vertical column on the 9800 sys hesitated and that it stopped during a demo. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was not verified. Replaced the power supply. The sys was tested and found to be working as intended and placed back into svc.